Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned in storage mode with a battery voltage of 2.17. The device counter and therapy history were reviewed and revealed that the device was able to deliver therapy prior to explant. Analysis testing found that the device battery depleted normally.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device was found to have reached end of life and was in storage mode. The battery voltage was 2.19 and the charge time was 30 seconds. The device was included in the shortened replacement window advisory population communicated in 2007.

Event description:
This device was explanted and returned for analysis. There was no report of adverse patient effects due to the explant procedure.